Event description:
It was reported that during routine post procedural check, the right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The following physician is aware and the overseeing clinic has been monitoring the rv lead. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received the patient recently presented to the emergency department after receiving shock therapy. A device interrogation was performed and upon review, found, code 1005 displayed, indicating an open circuit condition. A review of the data confirmed that the shocks provided were appropriate, but during one episode, undersending the ventricular arrhythmia was observed leading to delay in therapy provided. Additionally, it was noted that the non-boston scientific left ventricular (lv) lead exhibited loss of capture and high capture threshold measurements. The patient was admitted to the hospital where they underwent additional surgical intervention to surgically abandonded and replaced the rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that during routine post procedural check, the right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. The following physician is aware and the overseeing clinic has been monitoring the rv lead. The rv lead remains in service at this time. No adverse patient effects were reported.